Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood (B)(6) 2018. The patient stated their wife noticed they were out of it and provided the patient with orange juice. She then took a finger stick reading and the meter displayed 50 mg/dl compared to the cgm reading of 130 mg/dl. The patient indicated that the orange juice brought his bg back up. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.